Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient received the elective replacement indicator for their ipg. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein both the ipg and extension were explanted and replaced to address the issue. No information is known at this time on why the extension was replaced.